Manufacturer narrative:
On 7/9/2019, mentor became aware that the explantation date has been moved from (B)(6)2019 to (B)(6) 2019. Hence, field d7 has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient underwent bilateral explantation and replacement with mentor memory gel breast implants, smooth, round, high profile, 375 ml on each side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/24/2019, the mentor failure analysis lab received the device for evaluation. On 8/5/2019, device evaluation was completed. Device evaluation summary: during evaluation of the device it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No further investigation will be conducted on this complaint as the issue was not confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side breast deflation. Concomitant products: right side; 250cc mentor smooth round moderate plus profile; catalog #: 3502250; s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 250cc mentor smooth round moderate plus profile and was presented with left side deflation confirmed in office by the physician on (B)(6) 2019. As a result, the device was explanted, and replaced with unknown mentor on (B)(6) 2019.